Event description:
Account experiencing imprecision with control recovery and pt samples, for multiple assays. The following examples were provided. Sample 1, initial magnesium gave 2.7 mg/dl; repeat gave 1.7 mg/dl. Sample 2, initial sodium gave 137.2 mmol/l; repeats gave 138.1, 136.8, 134.5, 133.1, 134.5, 132.9, 134.2, 132.8 and 135.0 mmol/l. Initial bicarbonate gave 16.2 mmol/l; repeats gave 14.7, 15.7, 17.6, 17.3, 16.8, 17.2, 18.4, 16.7 and 16.5 mmol/l. Initial magnesium gave 1.7 mg/dl; repeats gave 2.8, 1.7, 1.6, 1.6, 1.7, 1.6, 1.7, 1.6 and 1.7 mg/dl. No info provided to determine if results were used to guide therapy. The field service rep was unable to determine a root cause. Performance test performed and within specification.